Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the hospital on (B)(6) 2021 where it was discovered during an x-ray that the patient's right ventricular lead had become dislodged. The lead was successfully repositioned. The patient was stable throughout.